Manufacturer narrative:
The controller was not returned for evaluation. Analysis of log files revealed 15 low flow alarms recorded since (B)(6) 2018. This kind of alarm occurs if the patient's average flow drops below the alarm setting. The low flow limit was set at 2.5 lpm. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced multiple low flow alarms on the controller. The controller remains in use. No patient complications have been reported as a result of this event.